Event description:
"Pt. Complained of feeling hot over his posterior shoulder area during the scan. Pt did not complain of any redness, pain, or burning. He was immediately transferred to another scanner, and the exam was complete without incident. The small blanket / air coil was used for this shoulder exam. No medication. Contrast was administered."